Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the air/water cylinder had no color; the suction cylinder had no color; the grip was shaved; the switch box had a scratch; the scope cover was shaved; the control unit had discoloration; the control unit got warm due to a shortcut of the switch cable; the light guide cover glass had a dent; image noise occurred and the image could not be seen due to corrosion on the scope connector; the play of the up/down knob was out of the standard value due to wear of the angle wire; the objective lens had a scratch; the light guide lens had a crack; the bending tube was deformed; the connecting tube had discoloration; the connecting tube had a scratch; water could not be supplied due to clogging of the jet tube in the control unit; and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, white foreign material was found in the air/water tube, the air/water cylinder, and the jet tube of the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.